Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # 1489874, was included in the recall.

Event description:
Procedure performed: lap cholecystectomy. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). The clip appliers was used during a lap chol procedure. Same problem what has happened a few times prior, problems with loading the clip.they took a new clip applier. Information received by tm via e-mail on 29may24: 1. It was the first clip when the issue was initially observed. After 2 attemps it worked. And second clip took 1 extra attempt to load the clip. 2.12mm applied trocar was used. 3. First clip did not 100% properly seat into the jaws but ok. And second clip was correctly seated in the jaw. 4. No pressure applied to the trigger while moving through the trocar. 5. No clip loaded into the jaws prior to the device¿s insertion/removal through the trocar 6. No a clip manually removed as a loaded clip, leaving the feeder exposed. Patient status: patient is ok. Intervention: they took a new clip applier.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: lap cholecystectomy. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). The clip appliers was used during a lap chol procedure. Same problem what has happened a few times prior, problems with loading the clip.they took a new clip applier. Information received by tm via e-mail on 29may24: 1. It was the first clip when the issue was initially observed. After 2 attemps it worked. And second clip took 1 extra attempt to load the clip. 2.12mm applied trocar was used. 3. First clip did not 100% properly seat into the jaws but ok. And second clip was correctly seated in the jaw. 4. No pressure applied to the trigger while moving through the trocar. 5. No clip loaded into the jaws prior to the device¿s insertion/removal through the trocar. 6. No a clip manually removed as a loaded clip, leaving the feeder exposed. Patient status: patient is ok. Intervention: they took a new clip applier.